Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that during a trial lead pull, one of the patient's lead was sheared off and contacts were left in the tissue and not in the epidural space as per x-ray result. The contacts that were left in the patient's body were removed during a permanent implant procedure on (B)(6) 2017.